Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, blood leak occurred. The leak was visually observed. The machine did not alarmed due to leak being detected immediately. Estimated blood loss was less than 5ml. The patient had no adverse effects and no medical interventions was required. The patient completed treatment with a new set-up. Sample available.